Event description:
It was reported by service report that the top rail was broken at the end of the last spindle and could not remain latched. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.